Event description:
This patient has atrioventricular conduction block and required operative intervention to replace his defibrillator which has been placed under advisory for an escalated incidence of premature battery failure.